Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was not reviewed because the device was out of warranty period.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7 mm extended length endoscope had a fractured rod lens. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a service/test (cust) preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a fractured rod lens. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a fractured rod lens. A replacement device was used to complete the procedure. The hospital did not report any patient effects.